Event description:
Doctor inserted the lens into the patient's eye when he noticed half the lens was still in the passport and the other half in the eye. He enlarged the incision to remove and replace the lens. Stitches were needed.